Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: the hot axios delivery system was received for analysis and the stent was not returned. The delivery system was received in initial position. Visual examination of the returned device found the outer sheath was kinked near the luer section. The tip was inspected and there was evidence of electrocautery. Microscopic examination was performed and the monopolar plug was detached from the handle and the cable signal was also broken in the monopolar section; therefore, an electrical inspection could not be performed. A destructive inspection was necessary to find evidence of bonding in the monopolar plug and the handle during the manufacturing process, and adhesive was found. Functional inspection was performed by backloading the guidewire through the axios device and then frontloading the guidewire through the tip; no resistance was felt. No other issues with the delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. Cable connection issue was confirmed because an electrical inspection could not be performed because the monopolar plug was returned detached form the handle. It is possible that significant force could have caused the break of the plastic on the handle section and the monopolar plug cable connection causing the copper cable to come off during the procedure. It may be that factors during the procedure, such as the anatomy of the patient, caused the physician to feel resistance during insertion of the guidewire and caused the kink in the outer sheath. Lastly, the difficulty to deploy the second flange may have contributed to the stent to be deployed in the incorrect position. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off pancreatic necrosis during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the guidewire was advanced and the monopolar electrosurgical cable was disconnected; it was then noted that the cautery wire broke and the guidewire was difficult to advance. Reportedly, the electrocautery worked and a puncture was created. The second flange was difficult to deploy; however, the physician then fully deployed the stent inside the lesion. The stent was removed from the patient using a snare. Reportedly, a pigtail stent was placed through the puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off pancreatic necrosis during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the guidewire was advanced and the monopolar electrosurgical cable was disconnected; it was then noted that the cautery wire broke and the guidewire was difficult to advance. Reportedly, the electrocautery worked and a puncture was created. The second flange was difficult to deploy; however, the physician then fully deployed the stent inside the lesion. The stent was removed from the patient using a snare. Reportedly, a pigtail stent was placed through the puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.